Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. The reported issue of device returning to service depot was confirmed incorrect psi. Replaced manifold transducer. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. A check of the diagnostics showed that inlet pressure (ip) read -5.0 even with the fluid delivery line (fdl) removed, resulting in low bypass flow. They stated a loaner would be shipped out overnight and this device would be returned for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. A check of the diagnostics showed that inlet pressure (ip) read -5.0 even with the fluid delivery line (fdl) removed, resulting in low bypass flow. They stated a loaner would be shipped out overnight and this device would be returned for service.